Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2007 the patient presented with ¿constant pain in the lower back that radiates to the right sciatica posterior lateral thigh to the foot with associated paresthesias of the extremity¿. On (B)(6) 2007 the patient underwent an l5-s1 fusion (plif) with bmp to treat lumbar radiculopathy, herniated lumbar disc, l5-s1/spondylolisthesis, and discogenic pain syndrome. On (B)(6) 2007, the patient presented with ¿constant soreness in the lower back¿. Physical therapy 3x/week for 4 weeks was recommended. On (B)(6) 2008 patient presented with persistent lower back pain, numbness and pain of right leg. An MRI of the lumbar spine showed moderate degenerative disc disease at l5-s1 with a bulging disc contributing to bilateral neural foraminal narrowing. There is disc space height narrowing, end plate sclerosis and modic type ii discogenic end plate changes. Mild degenerative disc disease at l4-l5". On (B)(6) 2008 the patient presented at a follow up visit with back pain and pain and numbness down the right leg however, an ra of the lumbar spine demonstrated no abnormalities. On (B)(6) 2008 patient presented with ¿burning pain in the right shin¿, and ¿persistent pain and numbness in the right lateral thigh, off and on buttock and shin pain and soreness in the lower back.¿ treatment for a right lateral femoral cutaneous neuropathy was discussed. On (B)(6) 2008 patient presented with persistent right-sided pain and a lumbar spine myelogram and post myelogram CT of the lumbar spine was performed. On (B)(6) 2009 the patient presented with leg pain and numbness and on (B)(6) 2009 the patient presented with ¿constant numbness in right thigh¿ and ¿numbness in right anterior shin¿ and ¿shooting pain in the right big toe¿. On (B)(6) 2010 the patient presented with right lower extremity radiculopathy and a CT of the lumbar spine was performed. On (B)(6) 2011 the patient presented with sciatica and had an MRI with a report of abnormal bone marrow. On (B)(6) 2012 patient presented with ¿back pain with right-sided radiculopathy. Status post fusion¿ and an MRI examination of the lumbar spine was performed.